Event description:
It was reported that the pulse generator had a magnet rate of 83 ppm and could not be interrogated. An attempt to read the elective replacement indicator (eri) bit resulted in an "operation failed" message.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found no output or telemetry due to battery depletion. The battery was at end-of-life (eol). After replacing the battery the device functioned normally.